Event description:
Customer's husband called to report an alarm during the prime/rewind process. The blood glucose reading is 479 mg/dl. Customer has treated with manual injection. The drive support cap is protruded. Caller stated that the insulin pump is making a buzzing noise. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.